Event description:
It has been reported to philips that the wired footswitch was not triggering exposure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment was delayed for less than 20 minutes and completed by continuing the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that the exposure was not possible. To resolve the issue, fse replaced the wired footswitch and returned it to philips for analysis. The cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis as it showed only cosmetic damage. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.